Manufacturer narrative:
(B)(6). This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that the nozzle was clogged by a foreign material. A part of the foreign material was removed from the nozzle. There was no issue with the air/water channel. Other observation for the device is that the angle was insufficient. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of clogged nozzle issue during regular maintenance. There is no reported harm to any patient. The procedure previous to the maintenance in which the event was noted, was completed with no delay.upon evaluation of the returned device, it was observed that the nozzle was clogged by a foreign material. A part of the foreign material was removed from the nozzle. There was no issue with the air/water channel. This medwatch is being submitted for the reportable issue of foreign material found in the nozzle during device evaluation.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Facility reprocessing information has been provided as follows: since the facility has a large number of patients, the facility cannot be certain that the scopes are pre-cleaned every time. No information provided if an air/water channel cleaning adapter is used during pre-cleaning. The facility cannot say for sure that cleaning will be performed immediately after a procedure. Pre-cleaning steps performed are: performing enzyme liquid cleaning and air suction in the tube through bed cleaning, and wiping and cleaning the external surface with enzyme liquid. Detergent used for pre-cleaning is dianerkang multi-enzyme lotion. The endoscope channels are brushed during manual cleaning with a reusable olympus bw-20t brush. Cleaning and disinfectant solutions used with the endoscope are dianerkang multi-enzyme lotion and xinhua phthalaldehyde. Automatic endoscopy preprocessor (aer) is not used. Endoscope is dried with air gun for tube drying and sterile lint free cloth for external surface drying. The endoscope is stored in the scope cabinet.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the foreign material in the air/water nozzle was due to incorrect reprocessing, as the customer deviated from the instructions for use. However, a final root cause was unable to be identified. The event can be detected by following the instructions for use which state: ¿operation manual: preparation and inspection: inspection of the endoscope; inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function¿. The event can be prevented by following the instructions for use which state: ¿reprocessing manual_precleaning the endoscope and accessories warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ additionally, the following is included in the instructions for use: ¿-use a/w channel cleaning adapter (mh-948) at air/water feeding. Perform precleaning immediately after using device for procedure. Otherwise, organic mucosa originated from patients will be solidified and may not be removed by reprocessing.¿ olympus will continue to monitor field performance for this device.